Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. During visual inspection, the door shim was observed to be missing; the cause of this was unknown. To correct the condition, the door shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a missing door shim. No additional information is available.